Event description:
It was reported that: "the wire didn't go thrue a magic 1,2." Incident report form submitted for this complaint indicates that no patient injury was sustained.

Manufacturer narrative:
Balt USA reference: (B)(4). The product analysis was completed by legal manufacturer, balt extrusion. Summary as follows: 1) device analysis: only the affected device (hybrid007d) linked to complaint (B)(4) (bus complaint: (B)(4)) has been returned to balt extrusion for inspection. During our analysis, we noticed the following points: the guidewire hybrid007d has been returned without the catheter magic quoted in the incident description. The measures taken on the guidewire are conform to specifications. A sliding test has been performed with a compatible catheter. After preparation of the disposable according to the instruction for use recommendations, the guidewire is sliding freely in the catheter. Based on the available information and the investigation results the complaint cannot be confirmed. 2) the lot history record (lhr) review: the lot history record (lhr) review did not highlight any anomaly which could potentially explain the issue experienced during the procedure. During the manufacturing process, several tests are performed: visual inspection of 100% of guidewires under binocular to identify any imperfection, inclusion or roughness of the coating. A sliding test is performed by sampling based on acceptance criteria. The review of these steps did not reveal any specific quality issues or documented non-conformances related to the manufacturing or coating of the guidewires from this batch. All manufacturing parameters, in-process controls, and final release tests were found to be within the specified limits. 3) pms data: a review of our historical complaint data has revealed a recurring pattern (trend) of reported navigation and handling difficulties with this type of guidewire. Based on this historical data, a potential coating malfunction (e.g., increased friction) is hypothesized as the most probable cause for the reported navigation difficulties, despite the clean lhr for the current batch. 4) conclusion: based on our thorough review of the manufacturing lot history record for the specific batch in question, our investigation concluded that there was no quality issues documented during the production process of hybrid007d lot 00535219. All quality control checks, and release criteria were successfully met, and no deviations or non-conformances were recorded for this batch. A comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend. No such increase in the rate of occurrence has been observed. However, this issue will remain subject to continued tracking. This reported complaint concerns a balt extrusion device. As legal manufacturer, balt extrusion is responsible for the all postmarket activities including the investigation, root cause, and customer follow-up related to this complaint. Balt USA commercializes a similar device in the us market which is also manufactured by balt extrusion, and has initiated this complaint for the sole purposes of evaluation for potential reportability under united states MDR requirements. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Manufacturer narrative:
Balt USA reference: (B)(4). Conclusion of investigation pending analysis from legal manufacturer, balt extrusion. This reported complaint concerns a balt extrusion device. As legal manufacturer, balt extrusion is responsible for the all postmarket activities including the investigation, root cause, and customer follow-up related to this complaint. Balt USA commercializes a similar device in the us market which is also manufactured by balt extrusion, and has initiated this complaint for the sole purposes of evaluation for potential reportability under united states MDR requirements. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "the wire didnt go thrue a magic 1,2." Incident report form submitted for this complaint indicates that no patient injury was sustained.